Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4: concomitant product UDI for cylinder is (B)(4) and for reservoir is (B)(4).

Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4) and for reservoir is (B)(4). Correction to field g2: report source correction to field e3: occupation. Correction to field a3a: sex. Correction to field a3b: gender. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. Under microscope observation, contamination (bodily fluid) was found within the pump, so the functional test was not performed. No leaks were identified. Based on the information available and analysis results, the reported clinical observation tube - hole/perforated and device - mechanical issue of were not confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.